Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the patient had also received morphine as treatment.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of myocardial infarction, hematoma, arrhythmia, angina, and occlusion are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: UDI number.

Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with elevated cardiac enzymes and a recent non-st elevated myocardial infarction (nstemi). A 3.5x33mm (1500350-33, 9091641) xience sierra stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion with acceptable results. There was 0% diameter stenosis, timi flow iii, and no complication. On (B)(6) 2019, the patient presented with retrosternal pain with radiation to the left arm, dyspnea, and palpitations. Elevated cardiac enzymes were observed and a st elevated mi was diagnosed. Coronary imaging was performed and a new occlusion (99%) of the mid lad was seen. Reportedly, the occlusion was due to an intramural hematoma. Another stent was implanted as treatment. Per physician, there was no device deficiency. The event resolved. No additional information was provided regarding this issue.